Event description:
Boston scientific corporation was informed that during an egd (esophagogastroduodenoscopy) procedure in stomach, the physician deployed the clip, but it did not adhere to any tissue. The procedure was completed with another of the same device with no patient complications involved.

Manufacturer narrative:
Other - not adhere to tissue.